Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device led is not connected and pushed in. No patient involvement. Occurred during preventive maintenance.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented line cord worn, enclosure worn, pole clamp worn, and leds (light emitting diode) on pcb (printed circuit board) are smashed and one missing due to someone forcing the front cover closed, front cover worn. The customer stated problem was duplicated. Investigation found that front cover was being forced closed. Remove and replace pcb due to damaged leds, front cover and label due to being worn, line cord due to being worn, pole clamp assay due to being worn, drain/quick connect fitting due to being corroded, pump assay due to it being noisy, reservoir gasket and interlock block o-rings. The cause of the reported problem was traced to customer incorrect assembly of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.